Event description:
Boston scientific received information that the patient advocate reported the patient's device was removed as the patient's physician said it was no longer needed. Additionally, the patient advocate reported the patient experiencing infections and multiple shocks. A local area sales representative was contacted, however additional information regarding these allegations has not been received at this time. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.